Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: c01a, 510k #: k180700 and UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that during the procedure, the surgeon inflated the balloon of the inflatable bone tamp (ibt) and a cavity was created. After about 12 minutes of mixing the cement, the surgeon attempted to fill the cavity with cement. However, during filling of the first ibt (after filling about 0.5 cc of cement), cement solidified and no further filling of cement was possible. Hence, a new kit was opened and the procedure was completed successfully. The procedure was delayed by less than 60 minutes due to this event but no patient complications were reported.